Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Flow rate testing was performed and the results were found to be out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an flow rate that was not within specification during unspecified process step. There was no patient involvement. No additional information is available.